Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reports false reactive architect cmv igm on multiple patients (>1.00 index). It was stated that this issue has occurred since doing the preventive maintenance on the architect (B)(4) instrument. After being retested, the samples generated nonreactive results. The following data was provided. Sid, date, initial reactive result, repeat nonreactive result (B)(6), (B)(6) 2022, 1.126 index, not provided. (B)(6), (B)(6) 2022, 1.748 index, not provided. (B)(6), (B)(6) 2022, 1.377 index, not provided. (B)(6), (B)(6) 2022, 1.448 index, not provided. (B)(6), (B)(6) 2022, 1.169 index, not provided. (B)(6), (B)(6) 2022, 1.265 index, not provided. (B)(6), (B)(6) 2022, 2.776 index, not provided. (B)(6), (B)(6) 2022, 1.200 index, not provided. (B)(6), (B)(6) 2022, 3.273 index, not provided. (B)(6), (B)(6) 2022, 1.350 index, not provided. (B)(6), (B)(6) 2022, 1.818 index, not provided. (B)(6), (B)(6) 2022, 2.352 index, 0.820 index. (B)(6), (B)(6) 2022, 1.229 index, 0.158 index. (B)(6), (B)(6) 2022, 1.120 index, not provided. There was no report of impact to patient management.

Manufacturer narrative:
Service inspected the analyzer and performed troubleshooting procedures including cleaning wash zone manifold and dispense nozzles, tubing adjustments and replacement of the trigger lever sensor. However, a single definitive part was not determined to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the instrument was serviced. Trending review determined no adverse trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.